Event description:
During an anterior cervical diskectomy procedure, it was reported that the plate was locked incorrectly. After closure of the site, it was later discovered that the esophagus had been punctured. A re-operation was performed to remove the hardware and to suture the esophagus.